Event description:
It was reported that a patient had a surgical procedure of an inflatable penile prosthesis (ipp) due to a non functioning pump. No patient clinical consequences were reported.

Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. The kink resistant tubing (krt) of both cylinders were worn down to the filament. Cylinder 1 has an excess air between the inner and outer tubes when inflated with syringe; bulging was present. Cylinder 1 was not pressure test due to that bulge was identified. Cylinder 2 passed all tests performed. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament. The pump was functionally tested and failed inflation test (1). Product analysis concluded these inflation issues could affect the functionality of the device as the reported of mechanical issue. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient had a surgical procedure of an inflatable penile prosthesis (ipp) due to a non functioning pump. No patient clinical consequences were reported.

Manufacturer narrative:
The following fields were updated: d6 implant date the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that a patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to a non functioning pump. No patient clinical consequences were reported.